Event description:
It was reported that the patient experienced feeling lethargic, shortness of breath and ringing in the ears. The lead exhibited noise and no pacing. The patient's underlying heart rate was 38 beats per minute and she had complete heart block. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.